Event description:
It was reported that the device could not sense appropriately due to the device sticking out of the patient's chest. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.